Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer received a result of 338 mg/dl; he had consumed sweet pepper and did not wash his hands prior to receiving the result. Within 10 minutes the customer received a result of 67 mg/dl. Both results were obtained on the aviva nano system. The caller states the customer was hypoglycemic when these results were obtained. No adverse event related to the device was reported. Requested return of suspect device.